Event description:
22g arrow a line kit malfunctioned as the guidewire became stuck in artery and the catheter kinked. After insertion of the device, the guidewire was unable to be removed. The resident was notified and attempted to remove device but could not. Another doctor was called and was able to remove the wire but the catheter sheared off. After guidewire was removed, the doctor attempted to place another arterial line in the other arm, and the same incident almost occurred again; when the md tried to put the arterial line in the other arm it seemed to get stuck and then felt like it was going to kink so he pulled the device back out. Patient had to go to surgery to have sheared catheter removed. A couple devices from the same lot that were on the shelf were examined, they also had blunt ends. We asked the manufacturer rep about the issue and he stated it did not surprise him that the device was blunt. Our staff stated they thought the end of the catheter should be slanted like the needle instead of being blunt on the end. Similar different manufacturers supply similar devices where the end is beveled, not straight across. It is unclear whether this device should have been beveled instead of straight across.